Event description:
The pt received an scs system, including an ipg, surgical lead, and two extensions, on (B)(6) 2010 for bilateral leg and low back pain. It was reported that post implant, the pt complained of abdominal pain. Most programs resulted in right abdominal and/or rib stimulation, one program result in right hip coverage (no leg coverage), and the top right electrodes elicited a motor response at low power levels. An x-ray showed that the lead had migrated. On (B)(6) 2010, the physician repositioned the lead. F/u on the pt found that the pt no longer complained of abdominal pain and no further issues have been reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.